Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 8 (cat8) and a guidewire. During the procedure, the physician completed multiple passes in the target vessel using the cat8. While torquing the cat8, the physician fractured the cat8 near the hub, and the hub of the cat8 separated from the catheter. Therefore, the cat8 was removed. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.